Event description:
Subject presented to the emergency department (B)(6) 2019 for right-sided weakness and numbness, mostly in his right arm but also noticeable in his right shoulder. Subject had finger grip and sensation at baseline. A stroke code was called upon arrival. Nih stroke scale: 2, electrocardiogram (ECG) showed no acute abnormalities but with considerable artifact from the lvad, inr: 2.44, CT showed left intracranial hemorrhage/left parietal hemorrhagic stroke. Coumadin withheld until (B)(6) 2019, aspirin held for one month, and IV nicardipine started for one day, repeat CT scans stable. Subject discharged (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was presented to emergency department for evaluation of right-sided weakness. Patient was then admitted. Patient reported that 1.5 hours prior to arrival in the emergency department (ed), numbness, and weakness in right arm started. Patient reported a similar sensation in right shoulder. National institutes of health (nih) stroke scale result was 2: motor arm (right), 1 (drift), and sensory 1 (mild to moderate sensory loss). CT of the head showed left intracranial hemorrhage. Coumadin and aspirin were held. Repeated CT scan for the following day was stable. Subject was discharged (B)(6) 2019. Plan was made to restart warfarin on (B)(6) 2019 and tentatively restarted aspirin in a month.